Event description:
Related manufacture reference numbers: 2017865-2022-05795, 2017865-2022-05796, 2017865-2022-05797. It was reported that the patient presented during clinical follow-up, symptomatic of erosion. Upon inspection, it was noted that the leads were protruded and infection related to procedure was suspected. On (B)(6) 2022, the implantable cardioverter defibrillator was explanted and the leads were capped. The patient is recovering from procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.